Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. On (B)(6) 2012, the patient reportedly bolused 14.1 units at 6:44 pm for 60 grams of carbohydrates. At 6:30 pm that afternoon, the patient had a bg level of '209 mg/dl." At 7:30 pm, the patient reportedly became confused for an unknown reason and thought he had not bolused for dinner at 6:30 pm. The patient then took another bolus of under "12.0 units" within 74 minutes of taking the initial bolus of "14.1 units." At 9:00 pm, the patient's bg level was at "274 mg/dl." At 12:00 am the same evening, the patient's wife found him having a seizure in bed. The patient's wife treated him with a tube of glucose gel. Within a few minutes, the patient came out of the seizure and had a bg level of "61 mg/dl." At one point during the time of concern, the patient though the pump had indicated no bolus was given. Through troubleshooting, the pump's basal rate was found to be set correctly. The anm representative involved in this contact advised the patient to check the status screen or bolus history before administering a bolus. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered a seizure suggestive of severe hypoglycemia after bolusing with the pump. However, the patient's injury can be attributed to possible use-error considering the patient improperly bolused two times prior to suffering the low bg event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: the black box shows dates beginning on (B)(6) 2013. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the available black box and alarm history showed no errors or alarms associated with the complaint. The total daily insulin deliveries added up correctly and reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specification. The complaint was not able to be duplicated; the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.